Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Assistant: dr. (B)(6). (B)(6) hospital. (B)(6). Phone:(B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during an obturator sling placement performed on (B)(6) 2009 for the treatment of stress urinary incontinence. On the same day, the patient also underwent a laparoscopic assisted vaginal hysterectomy + right salpingo-oophorectomy + anterior repair procedure due to abnormal uterine bleeding, cystocele, uterine prolapse, right ovarian cyst and uterine myomas. The patient tolerated the procedure well and was transferred to the recovery room in a stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.